Event description:
Report received from rep states: "in 2008, an elderly woman, fell from a sabina lift at 4pm that day and had multiple indicators that she was in pain. She did not receive a comprehensive assessment nor medical intervention for 19 hours to evaluate a possible fracture. The next morning the facility informed the family that the resident was being transported to the hospital because she was vomiting all night. The facility did not inform the resident's family of the fall until after the diagnosis of a fracture made by the ER physician. She was admitted to the hospital for surgery and returned to the nursing home the following month." Verbal report from the rep at facility indicates staff error was the cause of this incident.

Manufacturer narrative:
Local distributor received the following verbal report from the rep, at the facility: according to the care plan for this resident, she was to have either gripper socks or shoes on during a transfer, however, neither were applied. The sling was put on the resident, but rep, was not 100% sure if it was hooked up to the slingbar or not, her foot slipped off the footplate (before calf strap was attached), staff bent down between resident's bed and sabina to place foot back on foot plate and inadvertently pushed sabina away from bed, the resident slid off bed and since lift was still in lowest position she was able to "fall" off the edge of the bed. Serial # and catalog # for this lift is unknown as facility has several liko lifts and did not record which lift was involved in the reported incident. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as a user error issue and not a product problem. MDR filed based on reported injury.